Event description:
It was reported that the male external catheter was difficult to remove.

Manufacturer narrative:
The reported event could not be confirmed. A potential root cause for this failure could be "operator error".the device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use on irritated or compromised skin. Do not use if allergic reaction occurs. Not made with natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter was difficult to remove.